Manufacturer narrative:
Lot number- dr18e03052 and an unspecified lot number. A photograph of one sample was provided for evaluation. Visual inspection of the photograph revealed that the tubing had separated from the spike. The reported condition was verified. The cause of the condition was not determined. A nonconformance has been opened to address this issue. A batch review was conducted for lot dr18e03052 and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 2 </noe> malfunction events. It was reported that two (2) y-type blood/solution sets were leaking. One set leaked from an unspecified location, and the spike of one set broke off of the tubing, leading to a leak. Of the two events, one did not involve a patient and one involved a patient with no consequences. No additional information is available.